Manufacturer narrative:
The lead is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed elevated threshold measurements after this patient had experienced a fall. An x-ray was unremarkable for lead dislodgement. A revision procedure was performed and efforts to reposition the lead was unsuccessful due to difficulty extending the helix. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.